Event description:
It was reported that the customer contacted support after dropping the pump and stating that part of the connector broke inside the device and could not initially be removed. The customer reported that there was no visible damage to the pump itself. Guidance was provided on how the connector or cartridge could be removed, and the customer elected to wait before attempting the removal. The customer later confirmed that the connector and cartridge were successfully removed and that no visible damage to the pump was observed. Blood glucose levels were reported as not impacted. The customer was advised to contact support again if further assistance was needed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.